Manufacturer narrative:
Initial reporter address: (B)(6). Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous and moderately calcified limb vessel. A 5.5-4/4t/40 symmetry 40 balloon catheter was advanced for dilatation. However, the balloon ruptured. The device was removed from the patient and the procedure was completed with another of the same device. No patient complication nor injuries were reported and the patient condition was good.